Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned, analyzed and preliminary testing revealed device was programmed to vvi bipolar pacing. Functional testing revealed anomalous output readings. The no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented to the hospital after collapsing. The device was found to have no output and no capture at maximum output. The patient had a very slow underlying rhythm. The device was removed and replaced. No further patient complications have been reported as a result of this event.